Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a step during testing . The device was not in patient use. A third-party service center received the device for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator test failure occurred. The device was not in patient use. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.